Manufacturer narrative:
Implant date is approximate - (B)(6) 2014, exact date is not known. (B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. X-ray analysis: multiple ap and lateral x-rays are provided for post op t9-s1 psi for degenerative scoliosis. Initial construct in 2011 shows deformity correction 2012 standing lateral films shows good sagittal balance. Bilateral rod fractures are present in 2014 x-rays. The construct was revised to include the ilium screws and a secondary rod on one side. Possible causes include fracture of fusion and progression of deformity above construct. Root cause in determined.

Event description:
It was reported that on an unknown date, post-op, rod break and the patient had lumbar pain. The implant was explanted. Healthcare professional's opinion: the reported event is related to use of product.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.